Manufacturer narrative:
H3: visually, there was contamination on distal portions of the device especially the cuff balloon when returned and there was surgical tape wrapped around the clamp shell on the proximal end of the tube and a syringe was connected to the inflation assembly. Under magnification, there were small voids in the blue electrode trace pad and trace (underneath the adhesive). Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 50 ohms (blue), 17 ohms (blue with white stripe), 43 ohms (red), and 22 ohms (red with white stripe) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. The device passed the initial electrode check and had no excessive feedback during the initial noise test. However, while performing bend testing on each electrode, the blue with white stripe electrode had an open circuit in vocalis (channel) 2 and excessive feedback and the red electrode also had an open circuit in vocalis 2 and a lead off detection error during the noise test. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid tumor procedure, there was intermittent stim from nim emg tube. Very weak stimulus signal. Kept changing placement of tube. Replaced nim tube with another tube, with much better, more consistent stimulus responses and completedthe procedure. The procedure was extended by 15 minutes. Additional information received stating that the stimulus of 2.0 being delivered. Event very low approx 167ma and stimulus delivery tone was herd and a visual indicator of very low waveform was displayed on the monitor when attempting to stimulate the nerve. And sometimes the nerve would stimulate, sometimes not which alerted the issue. There was no patient injury.